Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is unknown/40 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: allergic reaction to pacemaker compounds: case reports. Heart rhythm case reports. 2022;8:410¿414. Doi: 10.1016/j.hrcr.2022.03.003. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding allergic reaction to pacemaker compounds. The article reports one patient whose implantable pulse generator (ipg) exteriorized four months post implant. Skin tests were performed on all pacemaker components, including titanium, which reported negative at 72 hours. Biopsies of the lesions were also taken during the device removal procedure, showing giant langerhans cells and chronic granulomatous inflammation due to foreign body (type IV reaction). The patient's device was explanted and replaced with a gold ipg. There was another patient whose ipg exteriorized five months post implant. An erythema appeared on the pocket zone, without clinical evidence of systemic inflammatory response. The device was removed and a new one was implanted with the same leads. A month later, the patient developed fever, redness at the pocket zone, and exteriorization; a computed tomography angiography was performed, which revealed a wide interventricular communication. The patient opted for the complete extraction of the device. Dermal tests of the pacemaker components were negative. The biopsy of the pocket lesions demonstrated chronic granulomatous inflammation and multinucleated giant cells. After analyzing the results, it was decided to implant an epicardial pacemaker covered with an expanded polytetrafluoroethylene (eptfe) bag. The status/disposition of the devices is unknown. No further patient complications have been reported as a result of this event.